Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin on (B)(6) 2025. Date of event is an approximation. On the same day, it was reported that the lead development representative reported that the patient stated that his sensor was 45% inaccurate. He had taken more insulin and it sent him to the hospital. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. It has been reported that readings were over 45% off. There were no reported glucose values available to search within the parkes error grid calculator. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin on (B)(6) 2025. Date of event is an approximation. On the same day, it was reported that the lead development representative reported that the patient stated that his sensor was 45% inaccurate. He had taken more insulin and it sent him to the hospital. During the reach out via outbound call, the patient said that the bg reading was 228 mg/dl and the cgm reading is approximately above 400 mg/dl prior to going to the emergency room (ER). No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. It has been reported that readings were over 45% off. The reported glucose values fall within the b zone of the parkes error grid. No injury or medical intervention was reported.